Manufacturer narrative:
Per - (B)(4) initial report. Additional information, including date of primary surgery (primary hospital), date of revision, primary usage information, part nos. And lot codes of any other corin devices that were revised, post primary and pre revision x-rays, operative notes (primary and revision), how long after primary surgery did the pain start, patient age, activity level, weight, medical history, did the patient follow correct post-op protocol, did the patient experience any slips / falls or other trauma post primary, does the surgeon require a communication regarding the conclusion of our investigation and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix revision due to pain. Primary surgery was some time in 2010, however, the exact implantation date is unknown.

Event description:
Metafix revision due to pain. Primary surgery was some time in 2010, however, the exact implantation date is unknown.

Manufacturer narrative:
(B)(4) final report additional information, including date of primary surgery (primary hospital), date of revision, primary usage information, part nos. And lot codes of any other corin devices that were revised, post primary and pre revision x-rays, operative notes (primary and revision), how long after primary surgery did the pain start, patient age, activity level, weight, medical history, did the patient follow correct post-op protocol, did the patient experience any slips / falls or other trauma post primary, does the surgeon require a communication regarding the conclusion of our investigation and an update on the patient post revision, was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. The reporter confirmed that there was no issue with the implants themselves and that they had been discarded by the hospital. The device manufacturing records for the device details provided could not be identified or reviewed, however, there has been no device failure. Based on the available information, no further investigation can be conducted and the root cause of the reported pain could not be determined, however, it was stated by the reporter when submitting the feedback that there was no issue with the implants themselves. The root cause could not be determined but has not been linked to the device design or performance. It was reported that a non-corin cup was used with the corin stem and head and it is possible that off-label use may have been a contributing factor. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.